Event description:
An altitude alarm was reported on a customer's pump, causing their blood glucose level to exceed 500 mg/dl. Specific glucose values were not provided, but it was indicated as "high." The customer's insulin delivery was suspended due to this condition. Technical support instructed the customer to clean the pump's speaker holes and reconnect the cartridge, but insulin delivery could not be resumed. They were then advised to load a new cartridge and attempt resuming delivery. The alarm recurred within five minutes of resuming delivery with the new cartridge, indicating further intervention was required.